Manufacturer narrative:
Internal report # (B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user's test strips had a poor storage (bathroom).

Event description:
Consumer reported complaint for erratic blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of 105, 118 and 66 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification, customer stores product in the bathroom. The test strip lot manufacturer's expiration date is 12/14/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (customer and wife had a hard time reading the time/date): 105mg/dl, (B)(6) 2016 01:08 pm, fasting: yes; 118mg/dl, (B)(6) 2016 01:00 pm, fasting: yes; 66mg/dl, (B)(6) 2016 01:00 pm, fasting: yes; 210mg/dl, (B)(6) 2016 06:18 pm, fasting: yes and 86mg/dl, (B)(6) 2016 10:18 am, fasting: yes. Memory concerns: 118, 66, 210mg/dl. Customer was not storing strips properly. Customer educated of the product proper storage environmental conditions.